Event description:
The facility reported an infusion pump with a failure code 703. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703 was confirmed by the baxter repair technician. Inspection of the device revealed the failure was due to a defective uim (user interface mechanism) and pump head module, which were replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.